Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that multiple cartridges were leaking from the o-ring near the septum. Reportedly, changing the cartridge resolved the issues. There was no reported impact to blood glucose.